Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that before use on patient, cardiosave intra-aortic balloon pump (iabp) lost gas in system 3 times in 1 day and screen was freezing. There was no patient involvement.

Manufacturer narrative:
Corrected field: h6 (component codes). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6,h3, h6 (type of investigation, investigation finding, health impact, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The fse did find fault 77 repeated in the logs. The fse replaced the scroll compressor (0119-00-0236) due to exceeding 5000 (5795) hours of use. The fse also replaced the mufflers (0103-00-0631,0103-00-0499). The failure analysis and testing dept. Received part number 0119-00-0236 compressor, scroll serial number (B)(6) with a reported unit failure of gas loss alarms. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0119-00-0236 compressor, scroll serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per procedure the cardiosave service manual part number 0070-00-0639 revision r. After two hours of run-time, the fat dept. Did not observe a gas loss alarm. The compressor was due to be replaced with 5,795 hours on it. Replacement is due at 5000 hours. However, a, gas loss alarm was not confirmed by the field representative or the failure analysis and testing dept. Probable cause may be wear and tear on the compressor. However, probable cause could also be a defective iabp balloon , which would trigger gas loss alarms. Retaining the compressor in the fat per procedure number (B)(6) the probable root cause is expected wear and tear as the compressor was past its service hours.

Event description:
It was reported by customer that during use on patient, cardiosave intra-aortic balloon pump (iabp) lost gas in system 3 times in 1 day and screen was freezing. No harm reported.